Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned monitor had been impacted on the left side shattering the display. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor was damaged. The monitor was not able to be used on the system. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis the code below are associated with the analysis of the returned monitor. Eval code method eval code result 180 eval code conclusion if information is provided in the future, a supplemental report will be issued.